Event description:
After a conduit stent placement procedure was completed and the technician was about to remove the femoral sheath, she noticed a string-like material about 10cm long protruding from the patient's groin area. Based on the appearance and location, we suspect that this may be a fragment of the femoral sheath used during the procedure.